Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that post implant of the implantable pulse generator (ipg) there were intermittent high impedances, non-capture, under and oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.